Event description:
Once implanted, a trans-esophageal echocardiogram was performed and indicated one of the leaflets had limited movement. The pt went back on bypass and the valve was explanted. The pt developed temporary left ventricular failure requiring an intra-aortic balloon pump and inotropic support. The intra-aortic balloon pump was removed the next day. Another sjm ms-601 was then implanted.